Event description:
It was reported that during a carotid artery stenting procedure, the stent partially deployed. The 70% stenosed lesion was located in the non-tortuous and non-calcified left internal carotid artery. The lesion was 30mm in length, 7mm in diameter, progressive and eccentric in shape. Vascular access was obtained in the femoral artery. The physician pre-dilated the lesion with an ultra-soft sv 5.5 x 20 balloon catheter. Next, the physician advanced the 8.0 x 29mm carotid wallstent (cws) across the lesion and attempted to deploy it, however, the cws only partially deployed. It was noted that the physician encountered difficulties while attempting to retract the cws. Another of the same device was successfully implanted into the lesion. Another manufacturer's 5.5 x 20 balloon was used to post-dilate the cws and successfully complete the procedure. No patient complications were reported and the patient's status was noted as "stable".

Manufacturer narrative:
(B)(4).